Event description:
A malfunction alarm with the code malf 12 was reported. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted in resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to report any future issues if they occur.